Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the screen had sporadic static when the camera heads were plugged in on the video processor. This was discovered during preparation for use. There were no reports of a delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. From the facts obtained from the investigation, it was reported that the issue was resolved. However, there was no detailed description of the cause, and since the device did not return, further information could not be obtained. As a result, the presumed cause could not be identified, and a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.